Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred and the alarm was cleared after 6 minutes. Reportedly, the user was in bed with the pump while using an electric blanket and the user believes the alarm was triggered by the electric blanket. The user's blood glucose level was 180 mg/dl and insulin delivery was resumed.